Event description:
It was reported that, during the implant procedure, the patient's right ventricular lead was dislocated. Upon trying to reset it, it was unable to be fixed. It was found to have tissue attached to it. After removing the tissue, the lead was still unusable. The physician decided to implant another lead instead. The patient was stable.

Manufacturer narrative:
A complete lead was returned in one piece, measuring 64.5 cm. The damage found was sustained during the surgical procedure. The lead was otherwise normal.